Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed one day prior. According to the complainant, during the procedure, it appeared the prolieve monitor's temperature was "too low" and read 37c but pt noted some discomfort. The physician successfully completed the procedure with this device. No pt complications were reported as a result of this event.